Event description:
Boston scientific received information that this communicator will no longer power on. The patient stated that a while back the power supply sparked. The patient taped the power supply and it had resolved the issue, but now the communicator will no longer power on. The power supply will be replaced with a new one. No adverse patient effects reported.

Manufacturer narrative:
At this time the communicator remains in service. The power supply will be replaced. Should additional information become available, this investigation will be updated.